Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During visual inspection, chipping / flaking of the light blue main body was noted. The reported condition was confirmed in the lab for crack. The root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during manufacture of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that after 10 days of use, it was observed that liquid could not be stopped even when closing the clamp of the transfer set. There was patient involvement, however, no patient injury or medical intervention was reported. No further information is available.